Manufacturer narrative:
The insulin pump passed the displacement and self test. However, insulin pump unable to download to carelink pro, problem isolated to m/b. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they trying to upload data to cl. The customer's blood glucose was unknown. The customer tried via uploader, via java and there was no communication. Data from blood glucose meter to insulin pump were send without problem. The product will be returned for analysis.